Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument would not cut. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and found to have blade damage. Both blade edges was indented. The blade indentation did not cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Isi received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage. Both of the blade edges was indented. The cut test could not be performed because the blade indentation prevented the blades from closing properly. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint regarding will not cut was confirmed by failure analysis. The probable root cause of damage to the tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.